Event description:
It was reported patient underwent total knee arthroplasty on (B)(6) 2012. A subsequent revision was performed on (B)(6) 2013 due to infection. The tibia tray, patella, femoral and bearing were removed and replaced with spacer molds.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 3 of 4 mdrs filed for this event (reference 1825034-2013-01721 / 01724).